Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A microscopic inspection of the hypotube, collar, distal shaft and tip were performed. Inspection noted numerous kinks in the hypotube, tip damage, and a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27oct2016. It was reported that the device failed to cross the lesion and a shaft kink occurred. The target lesion was located in the severely calcified unspecified vessel. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a non bsc stent was delivered; however, the stent came into contact with the guidezilla¿, and failed to advance to the lesion. The device was then removed from the patient's body and noted that the shaft was kinked. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a partial separation at the collar.